Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was unable to log in. The customer stated that the screen was frozen on the carefusion logo and the system would not proceed to the login screen, preventing access to the device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was unable to login and the screen was frozen on carefusion logo. A technical support specialist (tss) called the customer and obtained permission to dial in. The station was found in blue screen mode. Carefusion auto login was enabled but continued to fail. The remote support service (rss) update agent was missing from the directory, so rss was reinstalled to correct the issue. The problem was resolved, and the customer authorized closing the case. The system functioned as intended after the technical support specialist troubleshot the device.